Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc8436700. Model: sc-8436-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent an implant procedure. However, while in the post-anesthesia care unit, the patient experienced severe pain and discomfort at the midline incision. The patient was transported to the emergency department due to increased pain, swelling, and redness at the midline incision. The doctor is prescribing steroids and benadryl, treating it as a potential allergy to the device.

Event description:
It was reported that the patient underwent an implant procedure. However, while in the post-anesthesia care unit, the patient experienced severe pain and discomfort at the midline incision. The patient was transported to the emergency department due to increased pain, swelling, and redness at the midline incision. The doctor is prescribing steroids and benadryl, treating it as a potential allergy to the device. Additional information was received that the patient underwent an explant procedure and the patient was doing well postoperatively